Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, tactile, microscopic and gross visual evaluations were performed. In addition to the returned physical sample, two electronic images were provided for review. The image shows the catheter that is fractured and embolized. A complete circumferential break was noted on the proximal end of the distal catheter segment that was elliptical in shape. The surface was noted to be smooth in one region and rough and granular on the other region. Therefore the investigation is confirmed for the reported catheter fracture, material separation and identified migration, wear and deformation issues. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021), g3, h6 (device, result) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately three years and one month post the port placement, the catheter was allegedly found to be broken. Reportedly normal interventional radiological procedure was performed to remove the distal catheter segment and the port body from patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years and one month post the port placement, the catheter was allegedly found to be broken and its segment was migrated. It was further reported that, the catheter and port body was removed on later days. Reportedly normal interventional radiological procedure was performed to remove the distal catheter segment and the port body from patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, tactile, microscopic and gross visual evaluations were performed. In addition to the returned physical sample, two electronic images were provided for review. The image shows the catheter that is fractured and embolized. A complete circumferential break was noted on the proximal end of the distal catheter segment that was elliptical in shape. Therefore the investigation is confirmed for the reported catheter fracture, material separation and identified migration issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021), g3, h2, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years and one month post the port placement, the catheter was allegedly found to be broken. It was further reported that, the catheter and port body was removed on later days. Reportedly normal interventional radiological procedure was performed to remove the distal catheter segment and the port body from patient. The current status of the patient is unknown.

Event description:
It was reported that approximately three years one month post port placement, the catheter was allegedly found to be broken. The port system was removed. Reportedly normal ivr procedure was performed to remove the distal catheter segment and the port body from patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2021).